Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to out of range pacing impedance, physician suspects a lead fracture. No adverse patient events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
23-dec-2019- a portion of this lead was returned. Upon receipt, the lead under complaint was found cut approx. 10.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment was missing. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported out of range pacing impedance. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.